Event description:
It was additionally reported that reprogramming was performed and detections were turned off.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alerted due to a risen pacing impedance to high values and non-physiological oversensing. One pacing impedance spike was noted. A fracture was suspected. The lead remains in use with continued close monitoring. No patient complications have been reported as a result of this event.